Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the device. There was contrast present in the inflation lumen. The exit notch was torn for a length of 5mm moving distally towards the tip of the device. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. Inflation failed to inflate to burst pressure as the exit notch damage was extended just passed the bonded area and thus exposed the inflation lumen and guidewire lumen for a length of 1mm. Product analysis could not confirm the reported burst, as there was a material tear of the exit notch.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.